Manufacturer narrative:
Manufacturing review: a DHR review is required. The lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the manufacturing process. Investigation summary: a sample evaluation could not be performed as the samples were not returned therefore the investigation is inconclusive due to the fact that no sample was returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include improper selection, improper dimensional design, effects of shipping and handling not accounted for; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2020).

Event description:
It was reported that upon opening the package the tip of the tunneler was allegedly broken. Reportedly, a new device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.(expiry date: 07/2020).

Event description:
It was reported that upon opening the package the tip of the tunneler was allegedly broken. Reportedly, a new device was used to complete the procedure. There was no patient contact.